Manufacturer narrative:
Olympus medical systems corp (omsc) followed up with the user facility to obtain more detailed information. The user facility reported that the perforation was found two days later of the implantation and the facility concluded that the event was one on the inevitable complication in the procedure. The device referenced in this report was not returned to omsc for evaluation, because the facility discarded the device. However, there were no abnormalities related to the event in the subject device manufacturing records. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that the physician found the migration of the subject device and the perforation of the duodenum wall by the distal end of the subject device. The patient was said to have been transported for open surgery to treat the perforation. The patient was reportedly doing fine.